Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead failed to rescue during defibrillation testing at 15, 20 and 25 joules. It did rescue at 35 joules. The lead remains in use with plans to retest and possibly add an additional coil. No patient complications have been reported as a result of this event.